Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, fatigue, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, infection, menstrual disorder, migraine and pelvic pain to be related to essure (ess205). Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic') and device dislocation ('migration') in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cesarean section and menometrorrhagia. Previously administered products included for arthritis: ibuprofen; for asthma: albuterol. Concurrent conditions included abdominal pain, irregular periods, carpal tunnel syndrome and obstructive sleep apnea syndrome. Concomitant products included amitriptyline from (B)(6) 2017 to (B)(6) 2018, cefixime (flexeril) since (B)(6) 2018, clarithromycin (claritin) since (B)(6) 2017, diphenhydramine hydrochloride from (B)(6) 2014 to (B)(6) 2015, docusate sodium since (B)(6) 2018, ibuprofen since (B)(6) 2006, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2006 and salbutamol (albuterol) since (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain: lower back pain") and arthralgia ("pain: joints"), 15 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2006, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2006, the patient experienced urinary tract infection ("uti (urinary tract infection)"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with butalbital;caffeine;codeine phosphate;paracetamol (fioricet with codeine) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, headache, vaginal discharge, back pain, arthralgia and hypersensitivity had resolved and the device dislocation, infection, menstrual disorder, fatigue, migraine, depression, anxiety, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 275 lbs. Insertion detail: after placement, there were 12 coils protruding from the ostium on the right and 14 coils protruding on t he left. There was no indication of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: tube occlusion essure devices are seen bilaterally. Ultrasound scan vagina - on (B)(6) 2006: bilateral occlusion devices in the uterine cornua . Normal sonographic appearance of the right ovary. The left ovary is not well visualized. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uti (urinary tract infection), vaginal bleeding, headache, migraine.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic') in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cesarean section and menometrorrhagia. Previously administered products included for arthritis: ibuprofen; for asthma: albuterol. Concurrent conditions included abdominal pain, irregular periods, carpal tunnel syndrome and obstructive sleep apnea syndrome. Concomitant products included amitriptyline from (B)(6) 2017 to (B)(6) 2018, cefixime (flexeril) since (B)(6) 2018, clarithromycin (claritin) since (B)(6) 2017, diphenhydramine hydrochloride from (B)(6) 2014 to (B)(6) 2015, docusate sodium since (B)(6) 2018, ibuprofen since (B)(6) 2006, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2006 and salbutamol (albuterol) since (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain: lower back pain") and arthralgia ("pain: joints"), 15 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2006, the patient experienced urinary tract infection ("uti (urinary tract infection)"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with butalbital;caffeine;codeine phosphate;paracetamol (fioricet with codeine) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, headache, back pain and arthralgia had resolved and the infection, menstrual disorder, fatigue, migraine, depression, anxiety, vaginal haemorrhage, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 275 lbs. Insertion detail: after placement, there were 12 coils protruding from the ostium on the right and 14 coils protruding on t he left. There was no indication of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: tube occlusion essure devices are seen bilaterally. Ultrasound scan vagina - on (B)(6) 2006: bilateral occlusion devices in the uterine cornua . Normal sonographic appearance of the right ovary. The left ovary is not well visualized. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uti (urinary tract infection), vaginal bleeding, headache, migraine." Most recent follow-up information incorporated above includes: on (B)(6) 2019: this case is incident. Reporter information was added. This case concerns 23 year old patient. This case is medically confirmed. Her demographics were updated. Her historical medication and concurrent conditions were added. Essure indication was amended. Essure insertion/removal date was added. Her concomitant/treatment medications were added. Per pfs following events: abnormal bleeding (vaginal, menorrhagia), uti (urinary tract infection), infection: vaginal, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, pain: lower back pain, pain: joints, she did not undergo essure confirmation test were added. She had recovered from following events: pelvic area, headaches and menorrhagia. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic') and device dislocation ('migration') in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cesarean section and menometrorrhagia. Previously administered products included for arthritis: ibuprofen; for asthma: albuterol. Concurrent conditions included abdominal pain, irregular periods, carpal tunnel syndrome and obstructive sleep apnea syndrome. Concomitant products included amitriptyline from (B)(6) 2017 to (B)(6) 2018, cefixime (flexeril) since (B)(6) 2018, clarithromycin (claritin) since (B)(6) 2017, diphenhydramine hydrochloride from (B)(6) 2014 to december 2015, docusate sodium since (B)(6) 2018, ibuprofen since (B)(6) 2006, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2006 and salbutamol (albuterol) since (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain: lower back pain") and arthralgia ("pain: joints"), 15 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2006, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2006, the patient experienced urinary tract infection ("uti (urinary tract infection)"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with butalbital; caffeine; codeine phosphate;paracetamol (fioricet with codeine) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, headache, vaginal discharge, back pain, arthralgia and hypersensitivity had resolved and the device dislocation, infection, menstrual disorder, fatigue, migraine, depression, anxiety, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 275 lbs. Insertion detail: after placement, there were 12 coils protruding from the ostium on the right and 14 coils protruding on t he left. There was no indication of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: tube occlusion essure devices are seen bilaterally. Ultrasound scan vagina - on (B)(6) 2006: bilateral occlusion devices in the uterine cornua . Normal sonographic appearance of the right ovary. The left ovary is not well visualized. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uti (urinary tract infection), vaginal bleeding, headache, migraine." Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: migration, allergic reaction. Outcome of previously added events abnormal bleeding(vaginal),vaginal infection, uti, vaginal discharge were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.